Event description:
It was reported that the atrial lead had low impedance and the ventricular lead had elevated thresholds. Both leads have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo and developed cosmetic (mio) metal ion oxidation while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2008; 4524 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.